Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the hemopro 2 device broke off into the pt's leg. It was retrieved through the original incision near the ankle. A replacement device was used to complete the procedure. The hospital intends to return the product in question. Per the hospital's protocol, an x-ray was done on the pt's leg.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).